Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing detachment from connector on (B)(6) 2024. The blood glucose level was 130 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further infornmation was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6004101 have already been previously tested in the (B)(4) on 29/jan/2025. All test results were within specifications as per the test report (B)(4). Complaint investigations. Photo/sample was not provided. Reference samples were re-tested for the malfunction tubing detached from tubing-tubing connector. Test results: visual test according to work instruction (wi) version 1 on reference samples, 10 samples out 10 samples passed the test. Functional static pull of the tubing-tubing connector test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: (B)(4). Trending: a query was run in database on 31/jan/2025 against malfunction code and lot 6004101 and no other complaint has been registered in database for the same lot 6004101 and malfunction code. Conclusion summary of the related event: as a result of the following: no harm reported, no defect on tests returned samples, no other complaint received on the lot in question and malfunction code, no further actions are required, nc raised is not related to this complaint. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.